Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc freestyle libre 2 reader not powering on with button press or test strip insertion and was therefore unable to test. Customer further reported her glucose levels went high and received unspecified medical treatment from her doctor. No further treatment was reported as customer refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.